Manufacturer narrative:
(B)(4). Evaluation, results: (dissection), (related to patient morphology and/or removal difficulties). Evaluation summary: the retractable sheath was kinked at 5.5cm proximal to distal marker band. The stent was not present. The device was kinked 6.8cm proximal to the distal tip. The proximal end of the distal tip was damaged with the tip material split and partially raised, suggesting that it may have been snagged during removal. There was a slight indentation evident on the distal marker.

Event description:
A complete se peripheral stent system, length 100mm, diameter 8mm, was used to treat an external iliac lesion in a patient. It was reported that during removal of the delivery system, the stent caught and caused dissection. The vessel was predilated with a 6mmx80mm balloon. It was reported that the vessel was not very tortuous but the lesion was approached from the contralateral side and the physician had to deploy the stent just below the bifurcation of the common iliacs. Calcification was moderate. The stent deployed successfully with no issues. It was reported that resistance was encountered when the physician attempted to remove the delivery system. The physician advanced the delivery system forward but it could not be removed. The physician then slid the delivery handle back down to its original position and back and forth and was able to remove the delivery system. A dissection was noted and treated with a 7mmx38mm covered stent. Post dilatation of the covered stent resolved the dissection and there was excellent angiographic flow and patency. No additional clinical sequelae have been reported.